Event description:
It was reported that the right ventricular lead exhibited noise. The lead remains implanted. No further information is available.

Event description:
New information stated that the patient does not want to consider further treatment that is recommended.

Manufacturer narrative:
Initially model number was reported as 1580, sn (B)(4). Lead has now been correctly identified.